Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving intrathecal baclofen (unknown) 500 mcg/ml at 105 mcg/day for intractable spasticity and multiple sclerosis. It was reported that the patient had a magnetic resonance imaging (MRI) yesterday. The company representative checked pump today and there was a motor stall with no recovery noted in logs. The company representative stated that he heard pump alarm after interrogation. Agent reviewed info on telemetry mode for pumps and MRI. The issue was not resolved through troubleshooting. Additional information received from the company representative and confirmed with the physician indicated that the motor stall was noted on (B)(6) 2023 at approximately 8pm. It was noted that the motor stall recovered-but due to telemetry mode, the logs show it recovered next day approximately at 11:45am, but in reality it recovered the evening before, since the patient had no issues and the pump was not alarming. It was noted that the issue resolved and patient's weight was asked but unknown.